Manufacturer narrative:
The vig2e monitor was returned to our technical service center for evaluation. The reported issue was not confirmed by the evaluation. The monitor passed all tests with no faults found. The monitor will be returned to customer. An engineering evaluation was completed to assess for any manufacturing-related processes which could be correlated to the complaint. No manufacturing non-conformances were found. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. Corrected data: report 2015691-2019-03194 - follow up 1: date received by manufacturer missing. Date received by manufacturer: 05-sep-2019.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution.  Additionally, a search was done for any service work orders and zero results were found.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results as well as the device history record. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use of this vigilance ii monitor with a patient, the ejection fraction (ef) and right ventricular end diastolic volume (rvedv) values were higher than the values the echo showed. The values provided by the vigilance ii were: rvedv 223, ef 53. The rvedv value provided by the echo was 125. The patient was not treated on the inaccurate values. There was no allegation of patient injury. No error message was displayed. The product is available for evaluation.